Event description:
Stapler fired twice, upon trying to reload for the third time there was something in the way and load could not be placed completely in the stapler. Device was removed and a new one was opened. The procedure was finished with no further complication.